Event description:
It was reported to boston scientific corporation that a wallflex fc biliary stent was implanted during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment for a benign stenosis at the cystic bifurcation of the common bile duct (cbd). The lesion was 4 cm long. On (B)(6) 2013, an attempt was done to remove the stent. During the stent removal procedure, the physician noted ingrowth of granulation tissue into the proximal end of the stent. Several unsuccessful attempts were made to remove the stent. In the physician¿s assessment, the inability to remove the stent was due to the tissue ingrowth. The stent was left implanted and a second procedure was scheduled. A second endoscopic retrograde cholangiopancreatography (ercp) was done to remove the stent on (B)(6) 2013. The stent was successfully removed. There were no reported patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a wallflex fc biliary stent was implanted during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment for a benign stenosis at the cystic bifurcation of the common bile duct (cbd). The lesion was 4 cm long. On (B)(6) 2013, an attempt was done to remove the stent. During the stent removal procedure, the physician noted ingrowth of granulation tissue into the proximal end of the stent. Several unsuccessful attempts were made to remove the stent. In the physician¿s assessment, the inability to remove the stent was due to the tissue ingrowth. The stent was left implanted and a second procedure was scheduled. A second endoscopic retrograde cholangiopancreatography (ercp) was done to remove the stent on (B)(6) 2013. The stent was successfully removed. There were no reported patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) for the reported events of stent difficult to remove and stent occluded due to tissue ingrowth. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.